Manufacturer narrative:
The alleged issue of a channel error code 240.4150.0 having occurred during an infusion with the upper pressure sensor reportedly found failing and was replaced could not be confirmed; no incident devices or associated logs were provided for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The file may be closed based on these facts. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
Received a copy of the customer's medsun report from the FDA which states "large volume pump channel alarmed "error" and stopped running. The bottle pressure transducer failed and was replaced. The error code 240.4150.0 "fetal severity" was found in the log file" an incomplete date of event -- (B)(6) 2018 was reported. No patient harm was reported.